Event description:
It was reported that the device was used during a bowel resection. The reload did not fire completely. Another device was used to complete the case. There was no consequence to the pt.